Event description:
It was reported that pump declared malfunction alarm 20 during pumping and customer had previously experienced similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.